Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the system. A cause of death was requested and will not be received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted all the conductors had blood/body fluid that was not obstructing. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.